Manufacturer narrative:
Facility name: (B)(6) hospital. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 170h apac had an external fluid leak that was observed at the start of treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.